Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the remote monitoring network express diagnostic report displayed an observation that device tone sounded due to unsuccessful remote monitoring network alert transmission. No patient complications have been reported as a result of this event. It was further reported that the rv lead displayed short v-v intervals and a low voltage fracture was suspected. The pace/sense portion of the rv lead was capped and replaced, and the defibrillation portion remains in use.

Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD implanted: (B)(6) 2020, 407645 lead implanted: (B)(6) 2005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead also triggered four out of range (oor) low tip to coil pacing impedance alerts. In addition, the rv lead exhibited sensing integrity counter (sic) and oversensing noted as non-sustained ventricular tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event.